Event description:
The active breathing coordinator (abc) software does not prompt the user to save the patients breath hold parameters or session history. If an existing patient parameters are changed and not saved on session completion, when reloading the patient details the old parameters would be called up, potentially leading to mistreatment at future sessions.